Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: evaluation on-going. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "when the customer opened the package the ampoule was empty and the sealing bar was not attached to the tube."

Manufacturer narrative:
Investigation: analysis and results: there are previous complaints of this code batch regarding another issue (ampoule leakage). There are (B)(4) of this code batch in the market manufactured and distributed. There are no units in stock in b. Braun surgical's warehouse. An open pouch with an unsealed ampoule was received. A reviewed of the batch manufacturing record was performed. This product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. The machine for filling histoacryl ampoules and packaging them into the pouches was designed to detect every pouch and non conforming ampoule and sort them out. Although the review of the batch manufacturing records confirm that no incidences were found during the production of this code batch we assume a temporary failure of the filling and packaging machine as no other customer complaints related to this issue have been received. Final conclusion: the results of sample received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. No corrective or preventative actions needed.